Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device battery appears to be depleting faster than expected, the device remains implanted and no adverse patient effects were reported.